Manufacturer narrative:
Please note that the following have been updated on this report: device available for evaluation?, date received by MFR and additional MFR narrative.  The following information was received: the following information was received: there was no difficulty removing the product from the hoop but there it was ¿a little tight¿ removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  No kinks or other damages noted prior to inserting the product into the patient.  The device did prep normally, maintaining negative pressure.  The contrast media used was guerbet and the contrast to saline ratio was 1:1.  The bsc inflation device was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  The balloon ruptured during its initial inflation and was inserted into the patient once. The balloon was removed intact form the patient with no difficulties.  Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Gtin#:  (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17511825 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is coming, however, as of today it has not been received. Additional will be submitted within 30 days of receipt.

Event description:
During the use of a powerflex pro (4mm4cm 135), it was reported that the balloon ruptured when it was deployed at 1 atmospheres (atm). There was no report of patient injury. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during the use of a powerflex pro (4mm x 4cm 135cm), it was reported that the balloon ruptured when it was deployed at 1atm (one atmosphere). The balloon catheter was removed with no difficulties intact. There was no report of patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio was 1:1. An inflation device was used and the indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon ruptured during its initial inflation and it had been inserted into the patient once. The product was not returned for analysis. A device history record (DHR) review of lot 17511825 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.